Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased lv capture threshold was observed during post-implant device check in clinic. Chest x-ray was performed and lv lead was noted to be dislodged. Device was reprogrammed until lead revision. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.